Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed infusion supplies and initially did not attach the tubing properly, which resulted in elevated blood glucose of 263 mg/dl. The user reported use of a contact detach 23-inch 6 mm infusion set, and no device alerts or alarms were reported to have occurred. Reported symptoms included hyperglycemia. The outcomes of the event included user self-management at home without medical intervention or hospitalization. The investigation included guided troubleshooting during which the user was instructed to disconnect from the infusion site, perform a fill tubing procedure until insulin drops were observed, and then reconnect to the site. The user planned to continue monitoring glucose levels and to call back if further assistance was needed. Investigation of the case revealed an infusion set connection issue that was corrected through education and re-priming, consistent with an infusion set that was deployed or connected incorrectly. Based on previously established findings for similar reports, the most probable cause was concluded to be user setup error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.